Event description:
It was reported the insulin pump had alarmed motor error. Customer's blood glucose was 300 mg/dl. The insulin pump is being returned for further analysis.

Manufacturer narrative:
No unexpected motor error alarms noted during testing. The device passed displacement, rewind, and basic occlusion tests. The motor was tested outside of the device and it passed. However, the device was unable to prime during prime test due to faulty force sensor resistor. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, and scratches on the reservoir tube window.